Event description:
Patient reported that their livongo blood pressure monitor was reading over 20mmhg higher than a reading done with a sphygmomanometer and stethoscope taken by their doctor.

Manufacturer narrative:
Initial functional testing was completed on 11/1/2023. The monitor passed all tests except one, the repeatability test. The monitor failed the repeatability test because the test result is above ranges it is too high. The monitor passed the visual inspection, the leak rate test and the calibration check. The blood pressure monitor is not performing as intended.